Event description:
It was reported the patient was experiencing a pulling sensation at the lead site when he would bend or twist the past 2-3 weeks. The pulling sensation occurs whether stimulation is on or off. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.